Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer experienced vomiting, being groggy and treated their high blood glucose via insulin pump. Customer advised they spoke to their sister and agreed to contact their healthcare provider. Customer advised they would call back to troubleshoot when they feel better.